Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty turbine that would not rotate. The service technician replaced the turbine and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
The customer reported that model lap top ventilator 1200 alarmed disc sense error. The customer confirmed that there was no patient involvement associated with the reported issue.